Manufacturer narrative:
Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of primary osteoporosis with compression fracture in need of balloon kyphoplasty (bkp) in spinal therapy. It was reported that when removed the white case of the balloon, it was stickier than usual and a strong resistance was felt when inserting into the cannula of the osteo introducer. It was hard to insert the product, but the product was forced to get in by the physician. It was difficult to insert into the osteo introducer, and there was also resistance when removing it. There were no patient symptoms reported. There were no further complications reported regarding the event.